Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hepatectomy, a piece of the active waveguide disengage. The piece did not fall into the pt cavity. Another dissector was installed and used to continue the procedure. There was no pt injury.